Manufacturer narrative:
A ge service representative performed an on site investigation. The upgrade software kit is backordered. Repairs will be continued when software is available.

Event description:
The customer reported the system failed to boot up. No report of pt injury.